Event description:
It was reported that after inserting the za9003 intraocular lens (iol) in the patients right eye, the physician noticed haptic damage and tried to re-position but was not able to do. She then had to cut out iol and replaced with a zcb00 lens. Additional information revelated that the intraocular pressure (iop) during one day post op was 37 on (B)(6) 2023 and on (B)(6) 2023 it was 14. The wound was burped on (B)(6) 2023 to decrease the iop from 37 to 9. Patient had hyperedema and doing well. There was no use error. No other information is available.

Manufacturer narrative:
Section a5: ethnicity/race: unknown, asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 6/6/2023. Device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut and with one detached haptic as well as one damaged haptic. The lens was cleaned and, no further issues could be identified with the lens. Conclusion: the complaint issue haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.